Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed by the distributor. The reported problem ("adjust belt" messages) was confirmed. Upon evaluation, there was an intermittent open black pulse wire in the trunk cable. The cause of the reported messages was the intermittent open pulse wire. The root cause for the intermittent open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
Electrode belt sn (B)(4) wsa returned to a us distributor due to a patient receiving "adjust belt" messages.